Event description:
It was reported by the surgeon that he has a patient with a very unstable right knee. "He said he performed stability tests on his patient and can slide his patient's femur anteriorly without hearing the usual auditory 'click' he hears with his posterior stabilized total knees." He thinks the post may be broken.

Manufacturer narrative:
Investigation in process. Additional information not available at this time.